Event description:
Surgeon reports that the event is probably unrelated to the intraocular lens (iol) and is most likely due to trauma by pt's attempt at drop instillation. Surgeon reports current visual acuity is 20/400 and will likely continue to improve. Pt is recovering well at the present.